Event description:
Instead of being able to push down and poke the finger, the spring of the lancet causes the top off; therefore, exposing the needle and increasing the risk of patient and staff safety.